Event description:
It was reported to boston scientific corporation that following implantation of an uphold vaginal support system in (B)(6) 2011 (exact procedure date unknown), the patient complained of buttock pain, and numbness down the back of her leg (date/s of onset of symptoms unknown). As of (B)(6) 2011, the patient's buttock pain was reportedly getting better, and the physician opined that the numbness should be transient. It is unknown whether there was medical intervention for the pain, or if the pain has resolved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.